Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast reconstruction with two 425cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (grade unknown) and right-sided rupture postoperatively. The patient had a consultation with a healthcare professional. MRI performed on unspecified date indicated right-sided rupture. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 22-feb-2022, mentor received additional information regarding the MRI date. MRI was performed sometime in (B)(6) 2021. On 1-mar-2022, mentor received the baker grade of the capsular contracture. The patient experienced baker grade ii for the left side and baker grade iii for the right side. On 4-mar-2022, mentor received additional information regarding the explantation date. The patient is scheduled to undergo removal and replacement with unspecified mentor breast implants on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture. Section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).